Event description:
The tip of a laparoscopic suture passer had broken off and was unable to be retrieved from the subcutaneous tissue. Surgeon attempted to retrieve the broken off piece and was unsuccessful.